Event description:
In this event it is reported that a patient reported the aligners causes them to have throat issue and sores. Patient provided photo of lip and lower teeth that there seems to be swelling on the lower lip and als som oral health concerns. At check in patient marked true to blisters, sensitivity, and pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.